Manufacturer narrative:
Although the device serial numbers were not provided, the reported symptoms are known rare side effects of the procedure and expected to resolve gradually over time. (B)(4).

Event description:
Clinic reported a patient who experienced numbness and pain in hands with swelling in axillae 3.5 months post miradry treatment. Oral antibiotics (cephalexin for 7 days) and topical antibiotic cream (mupirocin) were prescribed at 16 days post-treatment. By 3.5 months post-treatment, the symptoms improved.